Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative. It was reported that the patient noticed changes in their stimulation, such as surging, the device turning off, etc. An impedance check was performed, which found contacts 1, 3, and 6 to have values greater than 10,000 ohms. When those contacts were used, it would knock out the whole lead. No environmental or external factors were reported that may have led or contributed to the issue. The manufacturer representative programmed around those contacts with success and the issue was resolved. It was noted that the issue occurred about six months ago, in (B)(6) 2017. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is spinal pain.